Manufacturer narrative:
H3: product analysis #704135152:part # 6534530 lot # h5614995 visual and optical inspection did not reveal any damage to the female torx head or the threads of the set screw. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. The screw appears to function as intended. Unable to determine root cause of screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was a revision surgery. Initial surgery is done on (B)(6) 2020. Posterior spinal fusion of l3 (both sides), l4 (both sides), l5 (right), and iliac (both sides) was performed for pelvic trauma. After the procedure, the set screw set on ballast screw on left s2ai completely backed out from screw head. In the re-operation on (B)(6) 2020, only the backed out set screw was removed, and the freedom degree of screw head was checked, a new set screw was set. The rod was fitted inside the screw head without loosening. The right side had achieved bone fusion, but the left side had not. No health damage in the patient was reported.